Event description:
On (B)(6) 2010, the patient in (B)(6) contacted animas to report she had obtained elevated blood glucose readings. On (B)(6) 2010 at 1:45 am the patient obtained the blood glucose reading of 14.5 mmol/l. The patient reported, she changed the infusion site and took a bolus dose of insulin. In the morning, the patient discovered the cannula was bent, and her blood glucose levels ranged between 27.6 mmol/l and 33.3 mmol/l. At that time the patient experienced the symptoms of nausea, thirst and fatigue. The patient changed the infusion set and infusion site. She did not seek any medical attention. Troubleshooting revealed no issues with the infusion site and no bubbles in the cannula; all pump settings were correct, and all total basal/bolus doses given correctly match those programmed. It was also determined the patient used refrigerated insulin in the pump. The pump owner's booklet instructs the patient to allow the insulin to warm up to room temperature before use. There was no evidence the pump was not accurately and correctly delivering insulin. The patient's technique was incorrect by using refrigerated insulin, which can contribute to air bubbles and under-infusion of insulin. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 10/03/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.